Event description:
Follow up x-ray showed 2 broken 12mm primary bone screws at level c-5. The surgeon removed the screws and the implant. A blackstone inplant was not re-implanted. The patient had other medical problems which caused the need for surgery, so the surgeon removed the broken screws while performing an unrelated surgery.